Event description:
Ten days after brachytherapy with pallatium - 125 for prostate cancer, total urinary retention ensued, complete inability to urinate, which lasted for a total of five mos. A foley catheter and then a suprapubic tube was required to prevent death. Physicians had not warned of this as a possibility and did not know what to do. Very debilitating.